Event description:
It was reported to boston scientific corporation that two spyscope ds ii were attempted for use in the bile duct for stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, a second scope was opened after the initial scope lost visualization. The replacement scope provided clear visualization throughout the use of the first ehl probe and for approximately three minutes during use of the second ehl probe before visualization was again lost and five gray dots appeared on the screen. Reportedly, both probes were operated on low power with five pulses. Multiple attempts were made to restore visualization by unplugging the scope and restarting the processor. However, visualization could not be regained. As a result of this event, the physician decided to discontinue the procedure and place two double pigtail stents.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of aborted or cancelled procedure.